Event description:
Physician was using clear petra device in patient. While in patient left ureter, wire was noticed. Upon removal of device, wire from device sheath was loose. Representative, (B)(6), was present. Device replaced. FDA safety report ID# (B)(4).